Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative nonunion development is unknown. (B)(4). Implanted approximately three-five (3-5) years ago, exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date is approximately three-five (3-5) years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery approximately three-five (3-5) years ago for treatment to the eighth and ninth left rib, due to a fracture sustained in a motorcycle accident. Patient was originally implanted with two (2) ti matrixrib pre-contoured plate; one plate on each broken rib, and twelve (12) 2.9mm matrixrib self-tapping locking screws. A total of six (6) screws were implanted in each plate. Screw length on each of the screws are unknown. On an unknown date post-operative, patient presented with a non-union at both the eighth and ninth left rib bones. Also, if was reported the patient had one broken plate. Plate was reported broken in the middle of the plate, not at a screw hole position. It is unknown which rib bone the broken plate was present on. On (B)(6) 2017, surgeon removed all implants and performed a rib resection on both ribs. No plate fragments remained and no additional x-rays were required. No additional implant hardware were used. Surgery was completed successfully and patient is reported in stable condition. This report addresses postoperative event of nonunion and broken plate. The intraoperative issues that occurred during the hardware removal surgery has been captured under the linked complaint (B)(4). Concomitant devices: 2.9mm matrixrib self-tapping locking screws (part # unknown, lot #unknown, quantity 6). This report is for one (1) ti matrixrib pre-contoured pl 18 holes. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: 3-5 years after the implantation of two matrixrib constructs, the patient experienced a non-union on both and one broken plate. The hardware was able to be removed (captured in (B)(4)). The broken plate was not returned, as such the complaint condition was unable to be confirmed/replicated. No definitive root cause was able to be determined with the provided information. The ti matrixrib pre-contoured plate, 18 hole (04.501.007) is available in the matrixrib system which is indicated for the fixation and stabilization of rib fractures, fusions and osteotomies of normal and osteoporotic bone. The broken plate was not returned, as such the complaint condition was unable to be confirmed/replicated. No definitive root cause was able to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.